Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the device was used for cutting the renal vein. After the first firing, the jaws would not open. Hemolok was set on the side of staple line, and the device was removed with an additional cut. There was oozing and tissue damage. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes. The pt is under observation.

Manufacturer narrative:
(B)(4).